Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a meniscus repair surgery, the anchor broke while being deployed. The procedure was successfully completed without a significant delay by using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, anchor broke while being deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the implants during cinching of the suture. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.